Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose last year, with blood glucose in the 30 mg/dl range at the time of the incident. The customer was at 39 mg/dl on (B)(6) 2017. The customer used coffee and sugar to treat for the low on (B)(6) 2017. The customer stated that they may need to lower their basal settings. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also complained about getting sensor error messages. The insulin pump will not be returned for analysis.